Manufacturer narrative:
Patient provided serial numbers (B)(4). Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported right side no complaint against the device.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a "tiny amount of physiologic fluid surrounding the implant".

Manufacturer narrative:
Review of device history record did not identify any deviations, errors or non-conformances that may be associated with the reported device event. The events of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: undergoing any type of surgery involves risks. There are a number of local complications (problems at or near the breast/surgical incision site) that may occur after your breast implant surgery. The following sections present results from allergan¿s core clinical study conducted on natrelle ® silicone-filled breast implants. One of the key complications reported is called ¿capsular contracture.¿ capsular contracture is a tightening of the scar tissue (also called a capsule) that normally forms around the breast implant during the healing process after surgery. In some women, the scar tissue (capsule) squeezes the implant. This results in firmness or hardening of the breast, and it is a risk for implant rupture. Degrees of capsular contracture are classified by the baker grading scale.1 capsular contracture baker grades iii and IV are the most severe. Baker grade iii often results in the need for additional surgery (reoperation) because of pain and possibly abnormal appearance. Baker grade IV usually results in the need for reoperation because of pain and unacceptable appearance. Glossary: capsular contracture - a tightening of the scar tissue (also called a capsule) that normally forms around the breast implant during the healing process after surgery. In some women, the scar tissue (capsule) squeezes the implant. When this occurs, it is called capsular contracture. This results in firmness or hardening of the breast, and is a risk for implant rupture. Capsular contracture is classified by baker grades. Capsular contracture baker grades iii and IV are the most severe. Baker grade iii often results in the need for additional surgery (reoperation) because of pain and possibly abnormal appearance. Baker grade IV usually results in the need for additional surgery (reoperation) because of pain and unacceptable appearance. Capsular contracture baker grade ii may also result in the need for surgery. Each grade is described below. ¿ baker grade I ¿ normally soft and natural appearance, ¿ baker grade ii ¿ a little firm, but breast looks normal, ¿ baker grade iii ¿ more firm than normal, and may look abnormal (change in shape), ¿ baker grade IV ¿ hard, obvious distortion, and tenderness with pain capsule.

Event description:
Patient reported capsular contracture, baker grade unknown, and implant is "sitting higher." Side is unknown. The device remains implanted. See MFR # 9617229-2017-00572 for the contralateral side.